Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The steerable guide catheter was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report air in the hemostasis valve. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The steerable guiding catheter (sgc) was advanced through the septum, but after the dilator was removed, air was seen in the hemostasis valve. Aspiration was performed and a guide wire was advanced to maintain access. The sgc was removed and replaced. One clip was implanted, reducing the mr to 1-2. After the procedure, the sgc was tested and held column. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information regarding this issue was provided.

Manufacturer narrative:
(B)(4). The steerable guiding catheter (sgc) was returned and investigated. The reported leak was confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and the reported leak that resulted from a tear in the guide silicone valve appears to be related to user technique. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.